Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) to address repeated faults 32098 and 32096. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed its investigation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit triggered an error 23062 during normal mode. Visual inspection found damage to the rolling loop flat flex cable (ffc). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the operating room (or) staff encountered a recoverable fault; error 32098 after installing a large clip applier instrument to the universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and the error 32098 pointed to usm 3, indicating it was over temperature. The tse recommended checking that the drape was not blocking the fan area, and the customer confirmed no issues. The customer power-cycled system, but the error returned. The tse walked the customer through disabling usm 3, and the surgeon continued with the case with no reported patient injury.